Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device.

Event description:
It was reported that the handpiece began leaking an unk substance when setting up for a case. There was no pt involvement. There were no adverse consequences reported as a result of this event.